Event description:
It was reported that during a endoscopic sphincterotomy (est) procedure, a balloon rupture occured, the stone was located in an unspecified bile duct. The extractor rx 15mm x 18mm retrieval balloon was advanced to the duct and inflated to unspecified atms. Upon removing the stone with the balloon, the balloon ruptured. The procedure was completed without further intervention. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility, and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. This device history record (DHR) review confirms that this device met all material, assembly and performance specifications. The most probable root cause can be attributed to operational context due to the likelihood of contact between the balloon and a sharp exterior source such as a stone during stone extraction.